Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The explanted lens was not returned to eyeonics and is therefore, not available for evaluation.

Event description:
In 2005, the pt underwent cataract surgery with implantation of the crystalens. Approximately one year postoperatively, the iol was explanted due to lens vaulting and lack of accommodative amplitude. Prior to explantation, the physician had performed a yag capsulotomy (two months later) and a lens repositioning (the next day). The patient's bcva prior to explant was 20/25; after the lens was exchanged, the patient's bcva was 20/25. The patient's prognosis is good and the patient is happy with their outcome.